Event description:
Information was received indicating that a smiths cadd-legacy® plus pump displayed error code 1610 during self check. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: date of event,concomitant medical products. Additional information received on (B)(6) 2019 that the pump was in patient possession and in use when the error occurred . Subsequently, the patient switched pump. No clinical injury or medical intervention required. Device evaluation: one cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Investigator's was unable to download event history log. During investigation the device was powered up and it displayed alarm ec 1610 which is an issue with the circuit board. Service replaced the pump circuit board to correct the reported problem. The problem source of the reported problem is unknown.